Event description:
This ra lead was implanted in an unknown date and still international remains implanted at this time. During a remote monitoring on (B)(6) 2017, oversensing was noted. The patient said that he was fishing when oversensing happened and there were not any sources of big devices which could likely cause this oversensing. Ra lead impedance remains within acceptable range although there are fluctuations. Ra lead impedance ranges from 400-700 ohms. The ra threshold was at 1. 7v. The physician was unknown at (B)(6) hospital (B)(6) , finland. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).